Event description:
The customer states that he removed the output tubing from sump pump while it was operational. The pump is connected to the architect c8000 analyzer. The customer was instructed to remove the waste tubing from the instrument and the pump by his direct mgr. Instead he removed the output line from the pump spraying himself with waste from the instrument sump pump. Goggles and gloves were not being worn. The incident occurred while the customer was performing weekly maintenance and after all sample runs had been completed. As a consequence, all infectious material should have been flushed from the system. The customer tested the ph of the waste liquid and found it was approx 6.0. A service call was initiated. The customer was sent to the emergency dept and infectious disease nurse was called and the relevant protocol for incidents such as these was followed.

Manufacturer narrative:
Field service inspected and tested the sump pump and found it to be operating normally. Thus the sump pump was returned to service. A back up sump pump was installed and a warning note was affixed to the output tubing to ensure the customer did not repeat this issue. Service cleaned out the waste occlusion in the mixer drain tubing, ran a drain water bath and determined the pump was coping with the overflow of the c8000. The customer bleached the waste line and drain orifice to combat waste backing up through the system. Verification procedures were performed and the instrument and assays were found to be operating within specifications. A review of the architect systems operations manual revealed weekly maintenance includes performing maintenance procedure 6021 clean mixers to ensure the mixers are free of protein build up. Therefore, labeling and maintenance procedures are in place to ensure protein build up at the mixer is not an issue. In addition, review of the external waste pump instruction manual shows the customer is instructed to call abbott if observed sump pump operation is observed. The external waste pump (p/n 89839) instruction manual, technical assistance section includes instruction for the customer to call the area abbott customer support in the us or internationally the local abbott rep if abnormal sump pump operation is observed. The architect systems operations manual (part # 96196-107) section 9: maintenance provides instruction to perform maintenance procedure 6021 clean mixers weekly to ensure the mixers are free of protein build up. Thus, there is sufficient instruction to ensure protein build up at the mixer is not an issue. Operator error is the most probable cause for the issue. The operator did not follow the instructions provided in the external waste pump instruction manual. The investigation demonstrated that the architech c8000 analyzer is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report. End of report.